Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's wife mentioned that the patient has had a lot of pain. The patient's wife stated that she is unsure if the cycler is the cause of the pain. The cycler was replaced at this time. The contact called back for help disconnecting the patient. The contact stated that they were taking the patient to the emergency room for vomiting and abdominal pain. A follow up call was made to the patient's nurse who reported that the patient was diagnosed with peritonitis. He was being treated with antibiotics. Additional information has been solicited.

Manufacturer narrative:
Although a temporal relationship between the diagnosis of peritonitis and the fresenius products exists, there is no documentation that indicates there is a causal relationship between the liberty cycler and the peritonitis. Additional information has been solicited. The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. Exterior visual inspection showed no signs of physical damage. A simulated treatment was performed without any failure. The valve actuation test and the system air leak test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. DHR review showed: production floor problem report indicates that the cycler was returned previously for ¿dc drain complication encountered¿ and was sent to rework on 09/20/2011.